Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The reported event of unexpected reset was confirmed. Final analysis found the device in reset state, however it could not be identified what the cause of reset was as noted in the field. The device was restored during analysis and all device functions were observed to be normal. No further anomalies were detected.

Event description:
It was reported that the patient presented for follow-up. Conductive telemetry was unable to be established with their aveir leadless pacemaker (lp), and the device was noted to have inappropriately gone into reset mode. The lp was unable to be restored. It was explanted and replaced. The patient was discharged without noted complications.